Event description:
Boston scientific received information that this right ventricular lead was suspected to have a lead fracture. Additionally, it was noted that the patient experienced muscle stimulation on the lead. A procedure was performed to explant and replace the lead. During the procedure, the right atrial lead and device were also electively removed and replaced per the physician's request. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was explanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.